Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that buttons of insulin pump were press more that once to respond. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had no delivery alarm during priming, rejected new battery and scratched screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened down button dome switch. No unlocked j2/lcd keypad connector noted. However, device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window.